Manufacturer narrative:
(B)(6) 2015 a medtronic representative, trouble-shooting at the site, reported axiem box status did not display a number, only a red blur. Checked the em interface which showed no communication. Usbview was not showing mdt 422 converter indicating the I/o hub was not being recognized. The system audio is not working indicating there may be an issue with the dc power supply. (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The medtronic representative reported the axiem is not communicating with navigation system. Return requested. Replacement I/o hub enclosed pca shipped to site 08/24/2015. No parts have been received by manufacturer for analysis. Return requested. Replacement power supply universal enclosed assy shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis. (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The medtronic representative reported the axiem is not communicating with navigation system.. The medtronic representative identified the I/o panel for the axiem box and its power supply is not working. Part is replaced with a new power supply and a new I/o panel. System was checked for navigation. System is functional. Issue resolved.

Event description:
A site biomed representative reported that, while in a functional endoscopic sinus surgery (fess), they were unable to use navigation. The site team reported that they registered the patient without issue, however, as they attempted to navigate the emitter had a red x on it. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The I/o hub and power supply components were returned to the manufacturer for analysis. The I/o hub was found to be fully functional with no problem found. The power supply was tested and when connected to ac the power supply had no outputs. Opening the power supply housing revealed two burnt resistors on the under side of the pc. The hardware investigation found that the reported event was related to an electrical hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.